Manufacturer narrative:
H10: as the lot number for the devices were provided, a lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation for both the malfunctions. Therefore, the investigation is inconclusive for the reported suction problem and failure to infuse. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 1829500 implanted port allegedly experienced suction problem and failure to infuse. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. For both the malfunctions patients' age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the devices were provided, a lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation for both the malfunctions. Therefore, the investigation is inconclusive for the reported obstruction of flow. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 1829500 implanted port allegedly experienced obstruction of flow. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. For both the malfunctions patients' age, weight, and gender were not provided.